Event description:
The customer reports that a clinician inserted the device without difficulty. The clinician was talking on a cell phone while cleaning up the area. During clean up the clinician's hand scraped across the blunted device. The glove was cut, and the clinicians skin was broken.